Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact, no peeling or lifting was observed. The up arrow and down arrow keypad button presses did not activate desired pump functions during testing. The up and down key contacts intermittently spring back when pressed. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the buttons are not responding like they used to. It was reported that the pump is not exposed to water and there is no physical damage to the keypad.